Event description:
At about 1 year and 11 months after primary, the patient came in reporting anterior knee pain and the cause is unknown. The surgeon resurfaced the patient's natural patella and revised the insert (17mm) with a thinner one (14mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20-dec-2024: lot 2001741: (B)(4) items manufactured and released on 16-mar-2020. Expiration date: 2025-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery, and there is no alleged device deficiency or contributing factor associated with this occurrence.